Manufacturer narrative:
This incident was not reported to applied medical. We located this report on a (B)(6) report website; however the (B)(4) report did not contain the hospital name hence we could not request more information or the return of the event sample for our investigation. A device history report of the incident will be conducted and a follow-up report will be sent upon completion of the evaluation.

Event description:
"Throughout procedure, the doctor was having problems with the 5mm sleeve. The 5mm sleeve did not have a seal that lasted the whole case and was letting the co2 out of the port. Another sleeve had to be opened and inserted into the pt. This kept the pt under anesthesia for a greater length of time."